Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was unresponsive, and the cubies had failed. The customer stated that there was a delay in patient care. As per part investigation, it was determined that thermal damage to u300 and c302 caused cubie pocket malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of ¿device not detected on bus¿ was confirmed by fse (field service engineer) and subsequently confirmed in the dchu inspection process. According to work order # (B)(4) the fse reported that fh cubie drawer failed and was missing on med application configuration. The fse replaced fh cubie bus module controller board and reseated row board cables connection. Later, the fse reseated all cubie trays and pockets. Finally, the fse tested the drawer and was able to recover all pockets and drawer. The report was closed. During dchu visual inspection: pn 151903-01: was received with signs of thermal damage on component u300 and capacitors c302. During dchu testing: pn 151903-01: the testing from dchu was not necessarily due to the signs of thermal on the internal components of the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 and capacitors c302 on the full height cubie pmc (pn 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie failed and missing on medication application configuration. A field service engineer (fse) found that the replaced full height cubie bus module controller board, reseated row board cables connection and reseated all cubie trays and pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was unresponsive, and the cubies had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.